Event description:
During the transfemoral tavr, a 23mm sapien xt valve was positioned 60:40 aortic/ventricular and deployed with a final position of 70:30 a/v. The valve was slightly canted on the left side, due to a large spicula of calcium at the left coronary cusp, that extended into the lvot, resulting in moderate paravalvular leak (pvl). Post dilation was performed, minimizing the pvl, but resulting in moderate central aortic insufficiency (cai). A second valve was deployed more ventricular, approximately 1-2mm lower, resulting in trace cai. The patient was transferred in stable condition. At the time of this report, the patient was doing great.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, patient factors (a large spicula of calcium) could have contributed to the canting of the valve and the initial pvl. Post dilation of the valve in an attempt to lessen the pvl caused the central leak. The cai was rectified with the deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.